Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient may have stopped recharging their ipg within the recommended timeframe. In turn, their ipg became inoperable over time. Troubleshooting via company representative assistance was unsuccessful. As a result, the patient decided to have their scs system explanted and replaced with a competitor's device.